Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 1328.6mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation. The event log showed multiple motor stalls and recoveries. The patient did not recently have an MRI. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: patient code (B)(4) no longer applicable.

Event description:
Additional information received reported that the patient experienced increased spasticity. The patient was being referred to the surgeon for pump replacement and the pump would be returned for evaluation. The cause of the motor stalls and recoveries were not determined as the pump has only had brand name morphine both gablofen and lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative. It was reported that several motor stalls had occurred and a replacement pump had been implanted.

Manufacturer narrative:
Analysis of the pump on 2017-02-28 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.